Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) clinical study. It was reported that jailing of a vessel occurred. In (B)(6) 2017, patient was referred for cardiac catheterization and index procedure was performed on the same day. Target lesion was located in the mid left anterior descending artery (lad) with 80 % stenosis and was 15 mm long with a reference vessel diameter of 3.0mm. Target lesion was treated with pre-dilatation and placement of a 3.00x20 mm study stent. Following post-dilatation, 0% residual stenosis was noted. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2018, patient was presented to emergency department with sharp, mid-sternal chest pain described as a "tight pressure" and was associated with shortness of breath. Subsequently, pain was relieved at rest. Angiography revealed 80% proximal stenosis, patent stent in mid lad; 90% ostium 1st diagonal stenosis covered by mid lad stent; and mild diffuse disease throughout the left circumflex artery and right coronary artery. The study stent in mid lad caused jailing of diagonal 1 that led to 90% stenosis. The 80% stenosis in proximal lad extended upto mid lad was treated with pre-dilatation and placement of 3.00 x 12 mm non-bsc stent. Following post-dilatation, no residual stenosis was noted. Patient was referred to be followed up by a cardiologist in (B)(6) 2018. The following day, patient was discharged on dual anti-platelet therapy.